Event description:
Pt was having an aortic valve replacement. A st. Jude valve was inserted and sutured in place. After implantation, but before closure of the pt, the valve fell apart and had to be removed. A second valve was then implanted.